Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI) & section e other occupation. Part analysis: the reported condition of drawer not on bus was confirmed by fse and subsequently confirmed during the dchu testing and inspection process. According to work order (wo) (B)(4), the bd field service engineer (fse) noted drawer 4 module pcb defective/no leds illuminated, fse replaced the drawer module pcba. There was no delay administering to the patient. Tested for proper operation through hta self test. During dchu visual inspection: p/n 151903 01. S/n (B)(6): no damage was observed. S/n (B)(6): it was confirmed a broken inductor and a missing capacitor. During dchu testing: p/n 151903 01 s/n (B)(6): dmm testing was performed and discrepances in the results were observed. S/n (B)(6): functional testing was not required since the damage was confirmed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure drawer not on bus is attributed to the physical damage of the part s/n (B)(6) and a blown fuse in the s/n: (B)(6), which led to a short and miscommunication.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, full height cubie drawer was failed all rows and pockets. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. As per part investigation, it was determined that physical damage and a blown fuse caused a short and bus communication failure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the full-height drawer was not on the bus. A field service engineer (fse) found that the drawer 4 module pyxis control board was defective, with no leds illuminated. The fse replaced the drawer module pyxis control board, but upon powering up, the unit failed again during the second power-up attempt, indicating that the drawer controller pyxis control board was also defective. The fse then replaced both the drawer controller pyxis control board and the drawer module pyxis control board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, full height cubie drawer was failed all rows and pockets. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.